Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. This event does not indicate device failure or malfunction.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed, however, more radial strength was needed. Subsequently, a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.